Event description:
It was reported that the pulse generator could not be interrogated. Upon troubleshooting, the device could be interrogated but it exhibited backup vvi operation. After the device was reset, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.